Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to a combination of patient morphology/pathology and procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient anatomy included a thick posterior mitral leaflet, posterior leaflet prolapse and flail. The first clip was implanted at the transition of the anterior (a)1/posterior (p)2 to a2/p2. The clip was deployed, but was noted to be unstable on the leaflets after deployment. It appeared that the clip did not grasp enough of the posterior leaflet. A second clip was implanted at the transition of the a2/p2 to a3/p3, to stabilize the first clip and further reduce the mr. A residual jet remained; therefore a third clip was deployed between the first and second clips. After grasping, prior to deployment, the mr was noted to be mild. The clip was deployed, but a single leaflet device attachment (slda) was noted, with the clip remaining attached to the anterior leaflet. The mr increased to grade 3. No additional room was noted for a fourth clip; therefore, the procedure ended with the mr at grade 3. Three days post procedure, the first implanted clip detached from both leaflets and embolized to the distal bifurcation of the aorta. The patient underwent a percutaneous procedure to remove the embolized clip. Post procedure, the patient was doing well. No additional information was provided.